Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The cable from the anesthesia control board to the consolidated ventilator interface board was replaced. (B)(4).

Event description:
The hospital reported the unit alarmed along with a blank screen. There was no report of patient involvement.